Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery for ¿cervical spondylotic myelopathy between c2 and c4¿ by means of the synapse system on (B)(6) 2014, the surgeon ran into difficulty removing the screw because of the cross-threading in the timing of re-inserting the screw after the removal. As a result, the use of another screw of the same size was inevitable. The surgery was complete with a 10-minute delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: we have forwarded the complained article to the manufacturing site for investigation, here are the findings: as received condition, visible on sleeve and synapse screw are nicks and scratches. Further investigation shows; the device history record are reviewed, the article was manufactured according to specification in august 2013. The complaint has an inutile complaint description, "surgeon ran into difficulty removing the screw because of the cross-threading in the timing of re-inserting the screw after the removal", so from description of complaint; my interpretation is that the synapse locking screw was cross threaded in the body / bushing / sleeve assembly during surgery. With the visible internal damage, it could be perceived that there was intent to disassemble screw from the body / bushing / sleeve assembly. It was not noted in complaint description that the product internal area had been repeatedly impacted or that screw disassembled from the body/bushing/sleeve assembly. The internal locking thread cannot be measured because it is in its final manufactured state, not in an artifact state that can be measured and, the minor diameter could not be measured because of damage, complaint is unconfirmed from a manufacturing perspective because there is no indication that product did not perform as designed. No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the as received condition of the synapse screw assembly exhibits post production/acceptance damage that includes: visible damage to the screw, repeated impact nicks and scratches possibly made with a straight blade tool on the bottom of the hex with material being deposited onto the bottom of the hex, numerous linear nicks and gouges in the hex extending approximately 50-75% into the hex, not visible are radial or torsional damage to the hex, also visible are nicks and dents on the hex face on greater than 75% of the surface, also noted is flattening of the bead blasted area. The lead thread shows some visible wear. The bushing inside the body has visible damage including tow nicks that are approximately one millimeter deep. Also visible is distortion indicated by non-alignment of the two sides of cutout on the bushing. Visible on the sleeve are nicks and scratches. The body has visible damage including nicks and scratches to the interior and damage to what appears to be cross threading in the internal threads. On the periphery of the body there is radial galling that has displaced material into the instrument slots. All described non-conformities/damage is not related to the manufacturing process. With the visible internal damage, it could be perceived that there was intent to disassemble the screw from the body/bushing/sleeve assembly. It was not noted in the complaint description that the product internal area had been repeatedly impacted or that the screw was disassembled from the body/bushing/sleeve assembly. The internal locking thread cannot be measured because it is in its final manufactured state, not in the artifact state that can be measured and the minor diameter could not be measured because of damage, complaint is unconfirmed from a manufacturing perspective because there is no indication that the product did not perform as designed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: mnh, mni. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the DHR review identified two ncr's for raw material. This documentation issue would have no affect on complaint condition because raw material lot numbers are checked prior to being loaded into machines. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.